Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up this right atrial (ra) lead pace impedance measurements were out of range in the unipolar and bipolar configuration. A lead fracture was suspected which occurred the middle of (B)(6) 2017. The device was reprogrammed from ddd to vvi. No adverse patient effects were reported.